Manufacturer narrative:
Update d9: returned to manufacturer. Update h3: device evaluated by manufacturer. Update h6: type of investigation.

Event description:
According to the customer, the suction liner "repeatedly" had little or no suction causing a patient to be "reanimated" as a result.

Manufacturer narrative:
According to the customer, the suction liner "repeatedly" had little or no suction causing a patient to be "reanimated" as a result. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.